Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached; full lead returned and analyzed.

Event description:
It had been reported there was noise noted on the ventricular egm. Eight months later, the lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.